Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device fails the operation check. There was reportedly no patient involvement. The rse communicated with the customer. The customer confirmed the device failure. The customer decided not ti repair the device and the customer will be replacing it. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown and the customer refuses repair. The reported problem was only confirmed by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer will not be repairing the device.. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.